Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump fell onto household surfaces, resulting in a cracked screen and an unusable device; a replacement was arranged and the user transitioned to backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included no alarms impacting therapy continuity, continued cgm use, and the user¿s shift to multiple daily injections. Investigation included remote troubleshooting and education, verification of shipping and return logistics, and data sync guidance. Investigation of this case revealed a damaged display consistent with accidental physical impact, with the device rendered nonfunctional due to screen breakage. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact.